Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced accelerated battery depletion, with the pump reportedly fully charged but discharging within 24 hours, and the issue was described as separate from a previously reported software crash. Symptoms included no hypoglycemia, no hyperglycemia, and no other clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education conducted remotely, review of device performance as reported by the user, and assessment for hardware malfunction. Investigation of this case revealed a suspected battery performance issue consistent with premature depletion in the pump hardware, with no associated alerts or alarms reported and no evidence of software-induced power loss during this event. It was concluded, based on previously established findings for similar reports, that the cause was likely device component malfunction related to the battery subsystem.